Event description:
It was reported that post implant all the slack was gone from the ra (right atrial) and rv (right ventricular) leads. It was also noted that the ra lead's threshold had been elevated and looked to be dislodged on x-ray. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.